Manufacturer narrative:
This spacer has not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that migration is a known inherent risk with implanting a spacer as part of a system, as documented in the IFU. Device was discarded by user facility.

Event description:
It was reported that the physician had to remove and replace the implant due to migration.